Event description:
It was reported that high, out of range, hv lead impedance was observed via merlin.net transmission. Patient was asymptomatic. Further testing was recommended. The physician elected to monitor the patient for now and replace the lead during normal device change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
.

Event description:
New information received notes that lead was capped.